Event description:
It was reported that oil came out of the handpiece during a craniotomy procedure. The substance leaked into the wound site, was irrigated, and the procedure was completed successfully.

Manufacturer narrative:
The handpiece that was used in the procedure was not returned to the manufacturer for investigation. The service history for the product could not be reviewed since the serial number was not provided by the account. The instructions for use state that the handpiece should be returned for service at 12 month intervals for periodic maintenance and to ensure optimum performance.